Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the cause of the issue was undetermined. The most likely cause was predicted to be due to the patient being in the bath/hot tub for a prolonged period of time. The patient stated it went back into place. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that over the last couple of days the incision site area where the stimulator is has been feeling weird. The caller thinks the device may have flipped a bit and it feels like it is sticking into the muscle and pulling outwards rather than being flat on the back. The patient has not had any falls or trauma to the area but have been exercising. The only thing the caller could think of was that they were using a heating pad for cramps and maybe the metal expanded or unexpanded and popped into a weird place while they were sitting. Reviewed with the caller that the device is implanted to be parallel to the skin surface. Cautioned the caller against trying to physically manipulate the device themselves. The caller was redirected to their healthcare provider to further address the issue.